Event description:
It was reported that user, who had just been fitted with a cast, (below user's knee to toes on right leg) was using the crutches for support when one of them collapsed. User had to put weight on right foot; cast had to be replaced. Non injury.